Event description:
During a case, montior screen went blank and restarted multiple times. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing.